Manufacturer narrative:
According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy with banding hemorrhoids procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was coming out of the wrong end which caused the band not to deploy. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.